Event description:
It was reported patient enrolled in a (B)(4) study and underwent a right hip arthroplasty on (B)(6) 2014. Subsequently, patient underwent irrigation and debridement on (B)(6) 2014 due to infection.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.